Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 1.1 and several cubies were not detected on the bus. The pyxis was shut down and restarted twice, with a seven minute wait between restarts; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.1, half height cubie, row d was not detected on the bus. A field service engineer (fse) reseated the connection between the row board cable and the drawer control printed circuit board (pcb) and observed that the customer was able to successfully access the drawer. The system functioned as intended after the field service engineer repaired the device.